Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service on 08/23/2016. (B)(4).

Event description:
A customer reported an event of a "fog" and "smoke" emitting from the sterrad® 100s sterilizer. One healthcare worker (hcw) experienced eye and throat irritation and runny nose after inspecting the unit and the symptoms lasted for approximately two hours. The hcw sought medical attention and received a diagnosis of "chemical reaction to the eyes" and was advised to flush eyes with water. No medications prescribed. The hcw is reported to be "ok". An asp field service engineer was dispatched to assess the unit onsite. There are no serious injuries reported with this complaint; however, this event is being reported as a malfunction subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for evaluation. The assignable cause of the haze/mist/vapor issue is the oil mist filter. The field service engineer replaced the part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.